Event description:
This complaint was submitted with limited detail. It was reported that this event involved a (B)(6) male patient, (B)(6) at the time of this procedure. This event occurred in the ICU department. The insertion site was the pt's "subclavian area". "During inserting the catheter difficulties with the kinked swg appeared." As a result, the device was removed, however, it is unk whether there was another attempt made. It is unk whether there was a delay, as well as whether the pt was harmed. There were no complications, death, or injury as a result of this occurrence.

Manufacturer narrative:
(B)(4).